Manufacturer narrative:
The investigation is ongoing. Results will be reported in the follow up report.

Event description:
It was reported that: a staff member complained that when they went to silence an alarm on the c500 as part of an iacs system, he received an electrical shock. The biomedical department electrically checked the unit and found no fault.